Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. The patient¿s pd fluid grew the organism staphylococcus epidermis which is a known bacterium that resides on human skin. Therefore, the patient¿s peritonitis was ost likely caused touch contamination during pd therapy, as reported by the pd nurse. Should additional information become available this clinical investigation will be updated accordingly. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During follow-up for a separate event, it was reported the patient was likely experiencing draining issues from the peritoneal dialysis (pd) catheter (not a fresenius product) due to peritonitis. Per the pd nurse, the patient¿s pd effluent had an elevated white blood count (wbc) and growth of the organism staphylococcus epidermis. The patient was treated with 2 grams of vancomycin and 1 gram of ceftazidime intra-peritoneally (unknown duration) on an outpatient basis. The nurse indicated the cause of the patient¿s peritonitis was touch contamination. The patient is recovering and continues pd therapy.